Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device experienced "low power." The device was being used during left eye orbit decompression surgery. No user or patient injuries were reported. It is unknown if delay or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.